Event description:
It was reported that the pt's system was removed due to infection. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.

Manufacturer narrative:
(B)(4).